Manufacturer narrative:
After multiple follow-ups to retrieve the catheters, no catheters were returned. Therefore no evaluation was performed.the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.(B)(4).

Manufacturer narrative:
The customer felt this issue might be related to the stockert however, since no specific malfunction was indicated from the stockert generator during the procedure; and the procedure was completed after exchanging to an irrigated catheter by using the same rf generator without any further incident. Therefore, the complaint is reported under the navistar catheter (B)(4). If the investigation/service of the generator indicates any malfunction that could be potentially related to the char event, the reportability will be revised accordingly. The other navistar catheter was involved in this event has lot # 15518547m. The concomitant products: stockert: model# m-5463-01, serial # (B)(4). Coolflow tubing set: model# d-1233-01-s, lot# unknown. (B)(4).

Manufacturer narrative:
(B)(4). Catheter # 1 - lot # 15457714m. Upon receipt, the catheter was visually inspected and it was confirmed that the tip had char. Then per the reported event, the catheter was tested and it passed electrical, temperature and generator tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint about char was observed, however since the catheter passed specifications the root cause of the char remains unknown. Catheter # 2 - lot # 15518547m. The returned device was visually inspected upon receipt and it was observed that the tip had char. Per the event, the catheter was tested for electrical performance, stockert compatibility, and thermal sensor response and the catheter passed these tests. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition was confirmed; however, the catheter was found in proper functional conditions.

Event description:
It was reported that during an atrial flutter procedure, the 4mm navistar developed char. The ablations were delivered under temperature control with maximum settings of 50 watts and 60 degrees for 1 minute. The case was continued for approximately 4 hours. No patient injury was reported and no impedance rises were noted. The char was reported to cover 1mm of the distal tip of the catheter. The caller was not clear when the char was noticed, but the 4mm catheter was replaced with another 4mm navistar which also developed char after approximately 20-30 minutes of use. The 4mm navistar was replaced with a thermocool catheter. The thermocool catheter rapidly achieved a successful ablation without further char formation. The customer felt this event might be related to the stockert.